Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2015 with the following findings: "cs054¿ alarms observed in b/box. Returned battery/cartridge caps were used during investigation. ¿ez-prime¿ steps were performed correctly- no high pitch noise or any eaw occurred during the investigation- unable to duplicate. A dim display was found with red hue letters.